Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit and verified the issue. The fse replaced the display control pcb and this resolved the display issue. Replaced the battery as it was due to be replaced and reset the battery maintenance data. The unit passed all checks and calibrations and is cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine testing, the cs300 intra-aortic balloon pump (iabp) machine screen flickers and a message saying battery maintenance required appeared. There was no patient involvement reported.